Manufacturer narrative:
Pump was returned for power error alarm (B)(4). The power management tool confirmed pump error (B)(4) was triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with a severely scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that power error detected alarm occurred again within 48 hours of previous troubleshooting. No additional troubleshooting was performed and no indication that the issue was resolved. The insulin pump will be returned for analysis.